Event description:
The event is reported as: the device failed during an intubation. The balloon deflated and the pt had to be reintubated. No pt injury reported.

Manufacturer narrative:
It is unk if sample is available for investigation. If sample is returned, a follow up report will be sent.